Event description:
It was reported that the neurologist's handheld device would not allow for a complete interrogation of a vns device. It was noted the handheld device would freeze during attempts at interrogation. Troubleshooting was performed verifying that the screen freezing issue was solely on the handheld device and no other part of the vns programming system. The physician was provided a new programming tablet. The handheld device and software were received on 07/10/2015. Product analysis is underway but has not been completed to date.

Event description:
It was reported through product analysis the serial cable was providing power to the handheld device intermittently. As a result, the wand was unable to continuously send information to the handheld device. Since the handheld device was not receiving any information from the wand, the screen would not move to a new screen. Since the screen was not changing, it appeared the screen was frozen. No other additional relevant information has been received to date.